Event description:
It was reported that during a generator change out the device was exposed to electrocautery and lost all output. The pt was pacer dependent and was briefly without pacing support as external pacing was provided. The change out proceed as planned from there and the device was explanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. E3 company rep.